Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door was failed to stay closed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door was failed to stay closed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was failed to recover. The field service engineer found that all harness connections to the latch micro switches were loose and could be pulled out easily. The connectors were crimped and secured to all four latches. Hardware test application was run, and all doors were tested, with results confirming that all tests passed successfully. The system functioned as intended after the field service engineer verified the device.